Event description:
It was reported to boston scientific corporation (bsc) that during preparation for a sling placement procedure, it was observed that the package was partially open, with the tyvek portion stuck to the tray. The complainant reported concern about the sterility of the product. Patient age or weight are unknown. There was no patient involvement.

Manufacturer narrative:
One label empty box was received with no product. As the device was not returned for investigation, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.